Event description:
Reporter indicated that the pt has been experiencing an increase in seizures but the relationship to levels prior to treatment with vns is unk. Pt is a poor historian and there are no means available to compare seizure levels. A battery life calculation estimated that the device was at, near, or past end of svc. The pt had surgery to replace the vns battery on (B)(6)2010. Attempts for return of the generator are in progress.